Manufacturer narrative:
(B)(4)

Event description:
It was reported that the patient expired at hospice facility. The patient was in the hospital for acute hypoxemic and respiratory failure, had chronic lymphocytic leukemia (untreated) and congestive heart failure. Decision was made for palliative care, and then transferred to hospice facility. There is no known allegation from a health professional that suggests the death was related to the device. The cause of death is unknown. No further information is available at this time.